Event description:
Info received indicated the siderail would not latch.

Manufacturer narrative:
The hill-rom technician found the siderail latch screw was not holding. He replaced the siderail weldment which resolved the issue.